Event description:
It was reported that pulmonary embolism occurred. A greenfield ivc filter was placed. Four years later, the patient experienced 2 pulmonary embolisms. Two new non-bsc filters were placed.

Manufacturer narrative:
Event date: 2007. If implanted, give date: 2003. First name: reported by patient. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).